Event description:
During a new patient implant surgery, high impedance was observed when lead was connected to the generator. The surgeon checked the lead and reinserted the lead and impedance was high again. Company representative mentioned that the lead pin was inserted all the way thru the connector block. And this was checked twice. The surgeon then chose to implant a new lead. The impedance was within normal limits with the second lead. The first lead has not been received to date. A review of device history records for the generator and lead shows that no unresolved non-conformances were found.

Event description:
The explanted lead was received. The lead was returned intact. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. No other obvious anomalies were noted except for the two half sets of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. Based on the findings in the lab, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the stated allegation of ¿high impedance¿. Incomplete insertion of the connector pin may have been a potential cause for the observed high impedance condition during the implant of this lead.